Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown product performance anomaly. In addition, the patient experienced mixed ischemic and non-ischemic cardiomyopathy. Additional information from the field indicated that the device exhibited premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown product performance anomaly. In addition, the patient experienced mixed ischemic and non-ischemic cardiomyopathy. Additional information from the field indicated that the device exhibited premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, the device allegation was not confirmed based on analysis of the returned product which found no evidence of a device failure. The conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.